Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: a portion of balloon shaft with y-connector and colored strain relief that had been cut off, just proximal of default markers; a guidewire inserted through the nose tip, with damaged distal balloon wings, and a small distal portion of the proximal inflation balloon shoulder. The balloon had likely suffered a full circumferential balloon burst at the distal shoulder; a guidewire lumen with damaged/stretched balloon spring; the working length of inflation balloon was missing; and flared distal balloon wings. Due to the condition of the returned device, no applicable functional or dimensional testing was able to be performed. The complaints for "balloon burst", "difficulty or inability to withdraw system through sheath", and "system components separate during use - balloon" were confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the balloon was readvanced and centered on the valve. Capture was observed on pacing and the surgeon went up on the balloon and it barely kissed the stent frame before it ruptured." In addition, it was noted that "the delivery system could not be removed from the body as the balloon was stuck at the common femoral", and "the physicians suspected part of the balloon was still in the body." The valve was successfully deployed at 90/10 with no complications. However, post-dilation was attempted to address two jets that were seen on echo. During the attempt, the inflation balloon was inadvertently over-manipulated and caused it to contact the valve frame leading to balloon rupture. While the commander balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with pre-existing bioprosthesis, such as the previously deployed thv, can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Review of available information suggests that patient factors (pre-existing bioprosthesis) and procedural factors (excessive manipulation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing,

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in aortic position. The valve was deployed at 90/10 with no complications but there were two jets on echo that the physician wanted to address with a second inflation. The balloon was readvanced and centered on the valve. Capture was observed on pacing and the surgeon went up on the balloon and it barely kissed the stent frame before it ruptured. The fcs asked what atmospheres were gauged and the surgeon said that he did not observe meaningful atmospheric pressure before it burst. The delivery system could not be removed from the body as the balloon was stuck at the common femoral. The physician tried to pull it into the sheath but it would not budge. The physician then proceeded to try to remove the ds with the sheath together and again, the balloon was stuck. The fcs suggested gaining access on the contralateral side to snare the balloon and get it back in the sheath. The doctor wanted to get the ds off first and decided to remove it by cutting the back end of the catheter off. This left a wire and the balloon catheter hypotube. They then inserted a 22fr gore sheath with a curved catheter to go up and over from the contralateral side. A 3 loop snare was inserted to cinch down on the nosecone. The physician clamped the hypotube onto the wire on the working side to anchor it and it was successfully snared contralaterally and removed. On angio, the physicians suspected part of the balloon was still in the body with a couple dissections of both iliac arteries. With vascular consult they decided to perform an evar on the patient and hope that the plastic is pinned in the vessel because it could not be located. Additionally, it was mentioned that due to pull force "the mouth of the sheath was deformed."